Manufacturer narrative:
The impella device was not received from the customer. Therefore, the investigation of the device was not possible. Should the device or any new information be received, a supplemental report will be filed. As noted in the impella instructions for use: impella cp with smartassist for use during cardiogenic shock and high risk percutaneous coronary intervention: section: warnings & cautions: cautions: ¿dilators and catheters should be removed slowly from the sheath. Rapid removal may damage the valve, resulting in blood flow through the valve.¿. Section: warnings & cautions: warnings: ¿to reduce the risk of cardiac or vascular injury (including perforation) when manipulating the heart during cardiac surgery, evaluate the position of the pump using imaging guidance prior to manipulating the heart, and monitor position.¿. ¿to reduce the risk of cardiac or vascular injury (including perforation) when manipulating the heart during cardiac surgery, evaluate the position of the pump using imaging guidance.¿.

Event description:
The complainant reported a cardiac patient was admitted in for a balloon aortic valvuloplasty (bav) and angioplasty of the multivessel. There was delivery issues with the impella cp as it was unable to cross the valve. The diameter was not appropriate and the pump was removed and another bav was performed so that the pump could be delivered. No harm from the delivery failure.

Manufacturer narrative:
The investigation has been completed. No product was returned for investigation. Delivery issue: the cause of the delivery issue is determined to be patient condition because the patient had aortic stenosis and bicuspid aortic valve repeated to deliver impella. The pump was unable to pass through the vasculature and the insertion was aborted. The device history review was completed and the device passed all post sterile inspection checks.